Manufacturer narrative:
It is the first complaint received for this defect and product within the last year. Received three sealed samples. Device history review was conducted. A CAPA was implemented to address occurrences of this nature.

Event description:
On (B)(6) 2014, the reporter stated that after the injection of 20ml of naropeine, the user noticed there was a hole in the blister of the syringe. Implementation of preventive antibiotic augmentin for 5 days. On an unk date, the pt had a f/u appointment and the surgical site was inspected. Additional info received via email on (B)(6) 2014, the reporter stated that this product is a sterile bd plastipak syringe 20ml ll that is individually packed in a blister. The blisters are placed in a box and the boxes in a case. The user discovered the hole in the blister of the syringe after having injected 20ml of naropeine to the pt.